Event description:
It has been reported to co that during the procedure the balloon of this device leaked. Reportedly, following several inflations the balloon held pressure at 14 atm's, but then began drifting 1/10th atm's every 10 seconds. The procedure was able to be completed using this device. The pt is reported as fine and the device is being returned for co's analysis.